Manufacturer narrative:
Evaluation summary: this type of fracture may occur due to fatigue caused by activity level of pt or insufficient engagement of pins during surgery leading to stress increase. No post-op x-rays provided to confirm whether proper locking occurred or not. Exact cause cannot be determined with certainty. All four tines are fractured off inner pin. Inner and outer pins meet dimensional specification where measurable. Accurate dimensional analysis of bushing couldn't be performed due to being autoclaved in field. Device history records indicate MFR to specification. Scanning electron microscope examination showed fractures occurred by fatigue. Energy dispersive spectroscopy analysis of tine material showed ti, al, and v peaks typical of tivanium alloy.

Event description:
It is reported that the device was implanted in 2006. Post-op, the pt presented to the doctor with painful dislocated elbow prosthesis. The tines on the bushing were fractured. A new bushing kit was implanted in 2007.